Event description:
It was reported that dissection occurred requiring additional intervention. The patient presented with coronary artery disease and underwent angioplasty procedure. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified left anterior descending artery (lad). Following pre-dilatation with a 2.50 x 8 semi-compliant balloon catheter, a 28 x 2.50 promus premier drug-eluting stent was advanced and deployed in lad. However, during inflation of the stent balloon at 12 atmospheres, a non-flow limiting and type a dissection occurred at the proximal edge of the stent in middle lad. Another stent was used to cover the dissection, and the procedure was completed. The patient was stable post-procedure and fully recovered.